Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8780, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type catheter. Patient code (B)(4) applies to the catheter. Device code (B)(4) apply to the catheter. Eval code-conclusion code applies to the catheter.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient receiving prialt/zicon otide with an unknown concentration for a total dose of 2.2mcg/day via an implantable pump for non-malignant pain. It was reported patient has had a cerebrospinal fluid (csf) leak that has continued post implant. It was noted that he catheter has also migrated out of the spinal canal. An x-ray was done to verify catheter placement. A blood patch was performed on (B)(6) 2017. It was noted the issue was not resolved at time of report, and patient's status at time of event was "alive-with injury (patient has csf leak post implant)." It was noted that surgical intervention did not occur, but was planned and scheduled for (B)(6) 2017 the patient's weight was unknown. Event date was unknown. Additional information received on (B)(6) 2017 reported the existing 8780 catheter was replaced with a new 8731sc (serial # (B)(4)). All components of the 8780 were removed. It was noted that he patient was getting good therapeutic relief until the catheter backed out of the spine. It was stated that the anchor was intact, but all catheter beyond the anchor was curled up in the spine incision area. Therapy was restarted, and no further in formation was available. The patient's identifying information (birth date) was provided. It was noted that the catheter migration and the curled catheter were resolved as the catheter was replaced on (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from manufacturer representative on 2017-sep-11 reported the catheter will not be returned as it was discarded. The information was confirmed with the account/healthcare professional. No further complications were reported/anticipated.